Event description:
This complaint is now reportable based on the analysis completed on 04/10/2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x32 mm taxus express2 drug eluting stent would not cross the lesion. The lesion being treated was located in the severely calcified, severely tortuous mid left anterior descending (lad) artery. The lesion was predilated with a 3.0x20mm maverick2 balloon. The procedure was not completed. No pt complications were reported. Pt status reported as "stable". However, the returned product revealed stent damage.

Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination of the returned device revealed distal stent damage. Some of the struts were flared outwardly. This type of damage is consistent with the delivery system encountering some form of restriction during the insertion of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A CAPA has been initiated to address this issue. Taking into consideration the thorough eval conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.